Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. It was also reported that there was high left ventricular threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.